Event description:
Based on additional information received on 28-nov-2014, this case initially considered as non-serious was upgraded to serious as event of left gonarthritis with seriousness criteria intervention required was added. This unsolicited device case (B)(6) was received on (B)(6) 2014 from an orthopaedist. This case concerns a (B)(6) years old female patient who experienced left gonarthritis and joint effusion of left knee after receiving treatment with synvisc. Relevant medical history included gonarthrosis of both knees (diagnosed on (B)(6) 2014, k&l grade, I for both knees). The patient had no past drugs, historical condition, allergy history, history of adverse drug reactions and concurrent condition. Relevant concomitant medications included loxoprofen sodium (loxonin) and rebamipide (mucosta) both for gonarthrosis of both knees. On (B)(6) 2014, the patient initiated treatment with intra-articular synvisc injection (first injection), at a dose of 2 ml, weekly (batch/lot number and expiration date: not provided) into left knee for gonarthrosis of both knees. Prior to the injection, no fluid retention was noted. On (B)(6)2014, the patient received second injection of synvisc injection into left knee and no fluid retention was noted. On (B)(6) 2014, prior to synvisc injection, no fluid retention was noted and she had no skin disease around the injection site or intra-articular infection, but she had intra-articular inflammatory symptoms in the left knee (moderate; clinical symptoms: arthralgia, arthritis, and joint fluid retention; crp of 0.19 mg/dl). Using a disposable needle without sterilized gloves, the patient had the third synvisc injection, at a dose of 2 ml into the left knee, after sterilizing with isodine following rubbing with alcohol swab. On (B)(6) 2014, she visited the reporting hospital. Left gonarthritis and joint effusion of left knee were noted. An arthrocentesis (about 70 ml, pale yellow and slightly cloudy) was performed for the left knee. Calf circumference was 39.2 cm for the left side and 37.0 cm for the right side. The result of calcium pyrophosphate crystal test was negative. The patient was administrated nsaid and steroid (unspecified) and instructions for being at rest was given for left gonarthritis. Unspecified treatment was performed for joint effusion on left knee. On (B)(6) 2014, the events resolved. Synvisc injection was not re-administered. Outcome: recovered for both events. Left gonarthritis. Reporting orthopedist's seriousness assessment: serious (intervention required). Reporting orthopedist's causality assessment: probable. Joint effusion of left knee (effusion [1] knee). Reporting orthopedist's seriousness assessment: non-serious. Reporting orthopedist's causality assessment: probable. A pharmaceutical technical complaint (ptc) with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specifications conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Data was periodically presented and reviewed by individuals responsible for assuring product safety this review had not indicated any safety issue. Genzyme bio-surgery would continue to monitor adverse events to determine if a CAPA is required. Reporting orthopedist's comment: other than synvisc, no possible causative factor for the events was identified. Additional information was received on 14-nov-2014. Ptc results were added. Additional information was received on 28-nov-2014. The event of joint swelling was updated to left gonarthritis and joint effusion of left knee. Patient's age updated from 52 to 53 year and weight and height added. Suspect drug information (start, stop dates and dosage information) received and the indications was updated from gonarthrosis to gonarthrosis of both knees. Concomitant medications, medical history and laboratory data was added. Events onset date and outcome date was updated. Reporting orthopedist's causality assessment for the events and reporting orthopedist comment was added. Clinical course update. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment date 4-dec-2014: this case concerns a female patient who experienced gonarthritis after receiving synvisc therapy for gonarthrosis of both knees. Since the symptoms had started after the second injection of synvisc, therefore, a possible temporal relationship could not be denied. Also the reporting physician has commented that no other possible causative factor was identified for the event. However, the patient's past medical history of gonarthrosis may play a contributory role in the causation of the event.